Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott that the patient had a revision due to inoperable ipg. Revision took place on (B)(6) 2022 without any complications and therapy was restored. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.